Event description:
The customer reported false nonreactive alinity I hbsag results generated by the alinity I processing module for three patients, which were inconsistent with other methods. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): patient 1 (53-year-old male hepatitis b patient): alinity I hbsag results = 0.0 and 0.01 iu/ml (nonreactive) autobio hbsag result = negative siemens hbsag result = 0.15 (positive) nucleic acid (roche pcr) result = positive . Other results provided for patient 1: hbeag = 153.807 s/co (reactive) anti-hbc = 6.79 s/co (reactive) patient 2 (42-year-old male hepatitis b patient undergoing treatment): alinity I hbsag results = 0.0 and 0.0 iu/ml (nonreactive) nucleic acid (roche pcr) result = positive patient 3 (74-year-old female patient with pulmonary disease): alinity I hbsag results = 0.0 and 0.0 iu/ml (nonreactive) autobio hbsag result = negative siemens hbsag result = 0.23 (positive) other results provided for patient 3: hbeag = 13.546 s/co (reactive) anti-hbc = 5.23 s/co (reactive) update: on 12sep2025, the customer provided updated siemens hbsag results for patient 1 and 3. The corrected siemens results are as follows: siemens reference range: < 1 iu/ml patient 1: siemens hbsag result = 1.5 iu/ml (positive) patient 3: siemens hbsag result = 2.3 iu/ml (positive) there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier, a2 - age at time of event, a3a - sex: patient 1 (53-year-old male); patient 2 (42-year-old male); patient 3 (74-year-old female). The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a labeling review, a device history record review, and in-house sensitivity testing. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the alinity I hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70542fz01. A review of the device history record did not identify any non-conformances or deviations with lot 70542fz01 and the complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 70542fz01. All specifications were met indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. A possible explanation for patients 1 and 2 is occult hbv infection which is a known phenomenon and is diagnosed when an hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tail end of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. (1, 2) 1. H. W. Reesink et al. Occult hepatitis b infection in blood donors. Vox sanguinis (2008) 94 , 153¿166. 2. Michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479¿86. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hbsag reagent, lot number 70542fz01.

Manufacturer narrative:
Section a1 - patient identifier, a2 - age at time of event, a3a - sex: patient 1 (53-year-old male); patient 2 (42-year-old male); patient 3 (74-year-old female) section b5 - describe event or problem: this section was updated with additional information provided by the customer on 12sep2025. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Update: on (B)(6) 2025, the customer provided updated siemens hbsag results for patient 1 and 3. The corrected siemens results are as follows: siemens reference range: < 1 iu/ml patient 1: siemens hbsag result = 1.5 iu/ml (positive) patient 3: siemens hbsag result = 2.3 iu/ml (positive) there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive alinity I hbsag results generated by the alinity I processing module for three patients, which were inconsistent with other methods. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): patient 1 (53-year-old male hepatitis b patient): alinity I hbsag results = 0.0 and 0.01 iu/ml (nonreactive), autobio hbsag result = negative, siemens hbsag result = 0.15 (positive), nucleic acid (roche pcr) result = positive. Other results provided for patient 1: hbeag = 153.807 s/co (reactive), anti-hbc = 6.79 s/co (reactive). Patient 2 (42-year-old male hepatitis b patient undergoing treatment): alinity I hbsag results = 0.0 and 0.0 iu/ml (nonreactive), nucleic acid (roche pcr) result = positive. Patient 3 (74-year-old female patient with pulmonary disease): alinity I hbsag results = 0.0 and 0.0 iu/ml (nonreactive), autobio hbsag result = negative, siemens hbsag result = 0.23 (positive). Other results provided for patient 3: hbeag = 13.546 s/co (reactive), anti-hbc = 5.23 s/co (reactive). No impact to patient management was reported.